Event description:
It was reported that the patient got infected after his first implantable neurostimulator (ins) was implanted. A replacement procedure was performed in (B)(6)2011 after being on medications to get rid of the infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2011 (B)(6), product type extension, product ID 748251, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2011 (B)(6), product type extension.

Manufacturer narrative:
Product ID: 748251, serial #: (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial #: (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot #: j0504334v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot #: j0504334v, implanted: (B)(6) 2005, product type: lead.

Event description:
Additional information received reported that perioperative antibiotics were administered. The date of onset/diagnosis of the infection was (B)(6) 2011 with symptoms including redness and swelling. The location of the infection was the device pocket. A culture was obtained and found corynebacterium. Treatment for the infection included IV and oral antibiotics. The patient did not have meningitis. It was noted that the patient's status before implant was debilitated. The patient outcome was reported as infection resolved.